Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Embolic protection: emboshield nav6. Dil cath: sterling rail. The emboshield nav6 device is being filed under a separate medwatch MFR number. The reported patient effects of hypotension is listed in the product instructions for use as a known potential adverse effect. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported that during a stenting procedure in the left internal carotid artery, after deployment of the emboshield nav6 filter and during predilatation of the lesion with a non-abbott balloon, the patient experienced a transient ischemic attack described as right hand numbness and weakness. An aggrastat drip for antiplatelet therapy was started. Flow through the nav6 filter was documented. The lesion was stented and post dilatated. The patient's symptoms were 80% resolved by the end of the procedure. Post procedure, the patient was reported to have hypotension that resolved after 3 days of treatment with dopamine. Upon discharge 3 days post procedure, the patient's right hand numbness/weakness was reported to be 95% recovered. The patient was discharged home with instructions to schedule an outpatient therapy consultation for the right hand. No additional information was provided.